Manufacturer narrative:
Concomitant medical products: enbf3216c166e stent graft, implanted: (B)(6) 2011, a2dr01 ipg, implanted: (B)(6) 2018, 5076-58 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high threshold, undersensing during stored electrograms (egm), and low amplitude p waves. The lead remains in use. No patient complications have been reported as a result of this event.